Event description:
It was reported that one infusor elastomeric device was observed with backflow from the fill port during filling with an unknown solution. The reporter stated that there was no patient involvement associated with this occurrence. This report documents the second of two occurrences associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. The sample was visually inspected and functionally tested with no evidence of leak / backflow observed at the fillport either during or after filling. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one complaint sample was received containing approximately 60 ml of fluid in the bladder. When the fill port cap was removed, no evidence of leak / backflow was observed at the fill port. A functional test was subsequently performed by manually re-filling the bladder with green color water to its nominal volume. During and after fill, no evidence of leak / backflow was observed at the fill port. The reported issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.